Manufacturer narrative:
Aso received returned samples of the product and performed test for adhesion properties. No lot number was provided by consumer. In addition, aso reviewed records of biocompatibility test data. Refer to section of this report for further details.

Event description:
Consumer reported that after using the adhesive pads for few days, she started to develop bumps and then severe contact dermatitis from the adhesive on the devicve.

Manufacturer narrative:
Aso received returned samples of the product and performed test for adhesion properties. No lot number was provided by consumer. In addition, aso reviewed records of biocompatibility test data.

Event description:
Consumer reported that after using the adhesive pads for few days, she started to develop bumps and then severe contact dermatitis from the adhesive on the device.